Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to perforation of the heart wall. The patient presented chest pain and underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.